Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during preventative maintenance of the device, the ECG port was discovered to be loose. As this was discovered during preventative maintenance, no patient was involved. No health consequences or impact occurred.